Event description:
Angio biplane machine not maneuvering properly. Lateral x-ray tube backed into active position. Not able to move lateral tube into "park" position. Before the pt was able to be moved to the stretcher the c-arm of the frontal tube started moving quickly and the image intensifier was headed for the pt's head. The emergency stop button was quickly engaged.